Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician replaced the flow valve to address the customer's reported issue and performed the unit's 30k preventative maintenance.

Event description:
It was reported to carefusion that the unit was delivering lower volumes than expected. There was no report of any patient involvement associated with this complaint.